Event description:
Covidien autosuture premium surgiclip s-9.0, (B)(4) was being used by surgeon. Per surgeon, the surgiclip damaged the patient's left internal mammary artery (lima) during open heart procedure. Clip and applier sent to biomed.

Event description:
Covidien autosuture premium surgiclip s-9.0, ref #134046 was being used by surgeon. Per surgeon, the surgiclip damaged the patient's left internal mammary artery (lima) during open heart procedure. Clip and applier sent to biomed.